Event description:
The product that has caused problems is a unitron stride pro hearing aid. The use began in my left ear and shortly thereafter it caused a sharp pain in the ear accompanied by burning and constant itching. The product was being used to assist with hearing loss. There was also a pinching type pain that began approx two weeks after use. There was so much itching to the ear area that it became raw, exposing skin. The product is used by individuals that have a hearing deficit. (B)(4).